Event description:
It was reported to baxter that a flogard pump displayed error message f-63. Process step is unknown. No patient involvement, injury or medical intervention was reported when this event was received. No additional information available.

Manufacturer narrative:
(B)(4). The device was evaluated on site. During sample evaluation a visual inspection was performed. Failure code 63 was confirmed when pump was powered on. The cause of the reported problem was identified to be a damaged sensors board. To resolve the reported problem, the device was swapped. This is a product does not have a 510k number. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.